Manufacturer narrative:
(B)(4). The device trained customer reported the suspect device/component will be re-worked with a replacement front panel display assembly (fpda). However, no fpda component is available for analysis. In the event that the fpda is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresponsive touch screen display and apparent water damage with delamination of the display. The customer stated no patient involvement with this event.